Event description:
It was reported that, "the powerglide midline kit comes with extension tubing that has given us pressure limitation even when our injectors are set @ 325 psi.  We now understand that his tubing may be used by the nurses, but is not labeled like bard power port line as being "power injectable", this means the PICC nurses should use our baxter power injectable extension sets or that we will have to inject directly to the hub of midline.  The bd extension tubing that is sold in the powerglide midline catheter kit pressure limits our power injectors even @3ml/sec. We have tried to get more information from bd regarding the clear extension sets with a purple clamp. The tubing itself does not say it is power injectable like all the other bard products. We have had to change out this tubing and or request the ER nurses not use the tubing when the patient's are coming to CT. This has been an on going problem. Again they say for low pressure power injection. We do not have a "low pressure" power injector."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of failure to achieve published flowrates during power injection was inconclusive due to the nature of the submitted evidence and the lack of specific product information supplied by the complainant. The product returned for evaluation was one one image of an extension set and one photograph of a power injection machine display. The extension set image was unremarkable. The depicted injection machine display indicated a flowrate of 3.0ml/sec and a total infusion volume of 94ml over a period of 31 seconds. The extension sets provided with the powerglide midline catheter kits are designed and have been verified for use during power injection. It is not clear from the provided complaint information what size catheters are being used. It is also unclear from the provided photographs if the implicated catheter(s) and/or extension set(s) contributed to flowrate restrictions or failures during attempted power injection. Consequently this complaint is inconclusive at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that, "the powerglide midline kit comes with extension tubing that has given us pressure limitation even when our injectors are set @ 325 psi. We now understand that his tubing may be used by the nurses, but is not labeled like bard power port line as being "power injectable", this means the PICC nurses should use our baxter power injectable extension sets or that we will have to inject directly to the hub of midline. The bd extension tubing that is sold in the powerglide midline catheter kit pressure limits our power injectors even @3ml/sec. We have tried to get more information from bd regarding the clear extension sets with a purple clamp. The tubing itself does not say it is power injectable like all the other bard products. We have had to change out this tubing and or request the ER nurses not use the tubing when the patient's are coming to CT. This has been an on going problem. Again they say for low pressure power injection. We do not have a "low pressure" power injector."